Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa determined that the primary finding of functional testing failed-clip test to be related to the customer reported issue. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and was able to retain clip through engagement, but cannot apply the clip). Loss of functionality to apply a clip is typically attributed to either a damaged grip cable or misaligned grips. Additional observation related to customer reported complaint found the clip applier instrument with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. This failure is typically attributed to mishandling/misuse. An additional observation not reported by the site found that the instrument had dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not release the clip in the case. The customer noticed that the tips were not aligned. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use in central processing and when the clip was being loaded. Intuitive surgical, inc. (Isi) clinical sales representative (csr) noticed something out of the ordinary after the clip would not come off in the patient. The incident with the medium-large clip applier occurred when the clip was loaded and inserted into the patient while the surgeon attempted to clamp on a vessel or tissue. The clip would not come off. Clips used during the case were medium-large hem-o-lok clips and the vessel structure was medium-large. The vessel/tissue bundle was appropriate in the specified diameter as suggested in the instructions for use (IFU). The issue occurred during the first clip in the case. They used another clip applier instead of switching back and forth with two. The instrument was already sent back for evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not release the clip and the tips were bent, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.